Event description:
During investigation into an unrelated issue, electrode belt sn (B)(4) was unable to communicate with a monitor and monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway at zoll manufacturing corporation. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure is being investigated. Investigation underway. Supplement MDR will be sent upon completion of the investigation. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The failure was caused by a defective u204 component on the belt node pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway at zoll manufacturing corporation. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure is being investigated. Investigation underway. Supplement MDR will be sent upon completion of the investigation. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, electrode belt sn (B)(4) was unable to communicate with a monitor and monitor sn (B)(4) failed incoming functionality testing.